Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
A customer contacted global technical services regarding assistance with the homechoice (hc) unit during dwell 1 of 3. Per the initial report, the home patient (hp) stated that he became completely separated from the transfer set. The technical service representative (tsr) assisted the hp with ending therapy and advised he contact his peritoneal dialysis (pd) nurse as soon as possible. The hp stated that he is not sure how the tubing and transfer set became disconnected from his catheter. The tsr assisted the hp with closing the exit site off with some gauze and tape and explained the hp should call his nurse. The hc unit was operational. The writer attempted to contact the nurse on (B) (6) 2009, and left a message with the receptionist. The receptionist from the dialysis center contacted global field surveillance (gfs) on (B) (6) 2009 and she stated that the nurse stated that the separation occurred due to use error; the hp was turning in bed and the connection separated and the patient has peritonitis. Gfs contacted the hp for additional information and spoke with the caregiver (cg) who stated that while the hp was turning in bed, the separation occurred between the plastic adapter and the transfer set. She tried to clamp down the opening and called gts who instructed her to end therapy and contact the nurse. She contacted the nurse and they advised the hp to go to the clinic. The clinic took some samples of the peritoneal fluid and gave the hp prophylactic antibiotics. The cg stated that the hp had cloudy solution and that the nurse was running additional tests and does not know any additional information; she doesn?t know if the hp had peritonitis or not. She then stated that currently the patient is resuming therapy on the cycler and is doing fine. Additional information was received from global pharmacovigilance on (B) (6) 2010: on (B) (6) 2009, when the hp came into the clinic the nurse noticed that the hp's transfer set was disconnected from the catheter. While changing his transfer set the nurse noticed the hp had cloudy effluent. On (B) (6) 2009, the hp was diagnosed with peritonitis manifested by cloudy effluent. On the same day, a peritoneal effluent culture and analysis was completed. The hp was treated with vancomycin intra peritoneal (ip). The hp was diagnosed with bacterial peritonitis. On (B) (6) 2009, when the hp came back to the clinic the bacterial peritonitis had not resolved. On (B) (6) 2009, a second effluent culture and analysis was completed. On (B) (6) 2009, treatment with vancomycin intra peritoneal (ip) was discontinued and the treatment with levaquin by mouth (po) started. On (B) (6) 2010, the hp returned to the clinic and the bacterial peritonitis had not resolved. On the same date, a third peritoneal effluent analysis and culture was performed. Treatment with levaquin is ongoing. Per the nurse, the cause of the event was a break in aseptic technique and having a cat in the room during peritoneal dialysis (pd). The hp was retrained. Per the nurse, the event is ongoing and improving. The nurse stated the event of bacterial peritonitis was unrelated to dianeal therapy. The 1st peritoneal effluent analysis and culture was collected prior to treatment with antibiotics. While the 2nd and 3rd peritoneal effluent analysis and cultures were collected while the hp was on antibiotics.

Manufacturer narrative:
In (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to unsuccessful ring repair. However, it was learned that the event was not device related. The device has been disassociated from the event by the surgeon; therefore, it has been determined that this event is no longer reportable to the FDA.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.